Event description:
An international distributor reported that their customer's AED battery pack was depleted, when tested with a spare battery pack, the AED did power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the AED was placed into service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. On 11/25/25 the AED identified that pads were not attached and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 5/03/26 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.